Event description:
It was reported that patient faced an insertion set did not deploy on (B)(6) 2026.

Manufacturer narrative:
Initial 7 of 9.based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number:reporting site: 8021545,manufacturing site: 300344238.